Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated and the reported steerable guide catheter (sgc) leak was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported for leaks from this lot. All available information was investigated and a definitive cause for the reported leak in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number -(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report a steerable guide catheter (sgc) leak.it was reported that during preparation of the sgc, air bubbles were observed during insertion of the dilator into the sgc. The sgc was flushed; however, air bubbles were still visible. The device was not used in the anatomy and was replaced. A new sgc was used to complete the procedure. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.